Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including an ipg and two surgical leads, on (B)(6) 2010. It was reported that during implant, the pt had excessive bleeding when the physician was tunneling from the lead implant site to the ipg implant site. The physician was able to control the bleeding and complete the procedure. The model of the tunneling tool used during the procedure was not able. The facility discarded the tunneling tool after use. F/u on the pt found no further issues reported.